Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non calcified right coronary artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilation. However, during the inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries were reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non calcified right coronary artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilation. However, during the inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. Microscopic examination revealed a longitudinal tear in the balloon 15mm from the tip and approximately 11mm long. There is blood present in the inflation lumen and the balloon is loose. There is no indication the device was inflated over rated burst pressure. Inspection of the remainder of the device presented no other damage or irregularities.